Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('pregnancy (still birth or miscarriage) miscarriage') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 (number of live births: 1 ( (B)(6) 2009), gravida I, caesarean section, tonsillectomy and back pain. Previously administered products included for an unreported indication: ortho from 2010 to 2011. Concurrent conditions included appendectomy, ovarian cyst and nabothian cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) for birth control as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), rash ("rashes or skin condition"), headache ("migraine/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant), migraine ("migraine/ headaches"), abnormal weight gain ("weight gain") and hypomenorrhoea ("much lighter and normal light cramp"). The patient was treated with surgery (removal of essure devices). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, genital haemorrhage, rash and abnormal weight gain had resolved. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, headache, migraine, nausea, dysmenorrhoea, fatigue and hypomenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypomenorrhoea, migraine, nausea, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: essure procedure was performed per protocol training coils: left 5, right 6. Each essure device projected into the isthmic portion of each tube for a approximately 2 cm and approximately- 8 cm of fallopian projected beyond each device. The right tubal insertion site was enlarged fibrotic and contained a 1 cm nodule. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.12 kgs. Hysterosalpingogram - on 15-jul-2011: (per pfs)- result: total bilateral occlusion. (B)(6) 2011 (per pfs impression: no evidence of free peritoneal spillage on today's study.. Ultrasound kidney - on an unknown date: ; on (B)(6) 2011: impression: no acute changes seen on today's renal ultrasound.. Ultrasound pelvis - on 02-dec-2011: impression: some prominence of the endometrium which may be related to the phase of patient menstrual cycle. Nabothian cyst.. Ultrasound scan vagina - on (B)(6) 2011: other (please describe) coils present per hsg and vaginal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: event stop date was added for the following events: bleeding (general), abnormal weight gain, skin rash and pelvic pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pegnancy"), abortion spontaneous ("pregnancy (still birth or misscarraige) miscarraige") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 (number of live births: 1 ((B)(6) 2009), gravida I, caesarean section, tonsillectomy and back pain. Previously administered products included for an unreported indication: ortho from 2010 to 2011. Concurrent conditions included appendectomy, ovarian cyst and nabothian cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) for birth control as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin condition"), headache ("migraine/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), migraine ("migraine/ headaches") and abnormal weight gain ("weight gain"). The patient was treated with surgery (removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash and abnormal weight gain had resolved and the pregnancy with contraceptive device, abortion spontaneous, headache, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: essure procedure was performed per protocol training coils: left 5, right 6. Each essure device projected into the isthmic portion of each tube for a approximately 2 cm and approximately- 8 cm of fallopian projected beyond each device. The right tubal insertion site was enlarged fibrotic and contained a 1 cm nodule. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.12 kgs. Hysterosalpingogram - on (B)(6) 201: (per pfs)- result: total bilateral occlusion. (B)(6) 2011, (B)(6) 2011(per pfs impression: no evidence of free peritoneal spillage on tooay's study.. Ultrasound kidney - on an unknown date: ; on (B)(6) 2011: impression: no acute changes seen on todav's renal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: some prominence of the endometrium which may be related to the phase of patient menstrual cycle. Nabothian cyst.. Ultrasound scan vagina - on (B)(6) 2011: other (please describe) coils present per hsg and vaginal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc, event: abnormal weight gain deleted. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy (still birth or miscarriage) miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 (number of live births: 1 ((B)(6) 2009), gravida I, caesarean section, tonsillectomy and back pain. Previously administered products included for an unreported indication: ortho from 2010 to 2011. Concurrent conditions included appendectomy, ovarian cyst and nabothian cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) for birth control as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin condition"), headache ("migraine/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), migraine ("migraine/ headaches"), abnormal weight gain ("weight gain") and hypomenorrhoea ("much lighter and normal light cramp"). The patient was treated with surgery (removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash and abnormal weight gain had resolved and the pregnancy with contraceptive device, abortion spontaneous, headache, migraine, nausea, dysmenorrhoea, fatigue and hypomenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypomenorrhoea, migraine, nausea, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: essure procedure was performed per protocol training coils: left 5, right 6. Each essure device projected into the isthmic portion of each tube for a approximately 2 cm and approximately- 8 cm of fallopian projected beyond each device. The right tubal insertion site was enlarged fibrotic and contained a 1 cm nodule. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.12 kgs. Hysterosalpingogram - on (B)(6) 2011: (per pfs)- result: total bilateral occlusion. (B)(6) 2011, (B)(6) 2011 (per pfs impression: no evidence of free peritoneal spillage on today's study. Ultrasound kidney - on an unknown date: ; on (B)(6) 2011: impression: no acute changes seen on today's renal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: some prominence of the endometrium which may be related to the phase of patient menstrual cycle. Nabothian cyst. Ultrasound scan vagina - on (B)(6) 2011: other (please describe) coils present per hsg and vaginal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: event much lighter period added. Reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("pregnancy (still birth or miscarriage) miscarriage") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 (number of live births: 1 ((B)(6) 2009), gravida I, caesarean section, tonsillectomy and back pain. Previously administered products included for an unreported indication: ortho from 2010 to 2011. Concurrent conditions included appendectomy, ovarian cyst and nabothian cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) for birth control as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin condition"), headache ("migraine/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), migraine ("migraine/ headaches") and abnormal weight gain ("weight gain") and was found to have weight increased ("weight gain/abnormal weight gain"). The patient was treated with surgery (removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, abnormal weight gain and weight increased had resolved and the pregnancy with contraceptive device, abortion spontaneous, headache, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: essure procedure was performed per protocol training coils: left 5, right 6. Each essure device projected into the isthmic portion of each tube for a approximately 2 cm and approximately- 8 cm of fallopian projected beyond each device. The right tubal insertion site was enlarged fibrotic and contained a 1 cm nodule. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2011: (per pfs)- result: total bilateral occlusion. (B)(6) 2011 (per pfs impression: no evidence of free peritoneal spillage on tooay's study. Ultrasound kidney - on an unknown date: on (B)(6) 2011: impression: no acute changes seen on todav's renal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: some prominence of the endometrium which may be related to the phase of patient menstrual cycle. Nabothian cyst.. Ultrasound scan vagina - on (B)(6) 2011: other (please describe) coils present per hsg and vaginal ultrasound. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received, new reporters added, event injury replaced to abnormal bleeding (general), new event rashes or skin conditions, migraines, nausea, dysmenorrhea (cramping), fatigue, pregnancy with contraceptive, drug ineffective, headache, nausea, dysmenorrhea, pelvic pain, fatigue, weight gain, abnormal weight gain, medical history added, lab data added, patient demographic added, case category became incident and lot number added, concomitant drug. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available, as a result, this will be provided in a supplementary report.